Event description:
Reporter indicated that pt was complaining of a pulling sensation of his lead. He indicated that he was scheduled for revision surgery in the near future. Attempts for further info have been unsuccessful to date.